Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2010 and (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2013-01845 and medwatch 2210968-2013-01844. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation on (B)(6) 2010 in order to treat symptomatic stage iii vaginal prolapse and stress urinary incontinence. The patient underwent mesh implantation on (B)(6) 2011 in order to treat recurrent vaginal prolapse. It was reported that the patient had a concurrent procedure of a laparoscopic assisted sacral colpopexy performed during mesh implantation. It was reported that following insertion the patient experienced vaginal erosion, recurrent urinary infections, worsening incontinence, worsening dyspareunia,chronic vaginal pain, chronic abdominal pain, vaginal scarring, blood in urine, dysuria, polyuria, frequent urination, previous placed mesh ((B)(6) 2010) pulled free from attachment in sacrum, erosion into the genital tract, recurrent prolapse, hematuria, hematoma, atrophic vaginitis, fistula and elevated white count. It was reported that patient underwent mesh removal, abdominal sacral colopexy, right salpingo oophorectomy, repair of vaginal mesh erosion and cystoscopy on (B)(6) 2011. It was reported that patient underwent mesh removal (B)(6) 2012. No additional information was provided. (B)(4) - urinary problems; mesh pulling free from attachment; recurrent prolapse; hematuria; atrophic vaginitis; elevated white count.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. No additional information was provided.